Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The primary surgery with gamma nail was performed on (B)(6) 2017. About 10 months later, the nail breakage due to false joint was observed then revision surgery was performed on (B)(6) 2018.

Event description:
The primary surgery with gamma nail was performed on (B)(6) 2017. About 10 months later, the nail breakage due to false joint was observed then revision surgery was performed on (B)(6) 2018.

Manufacturer narrative:
The reported event that long nail kit r1.5, ti, left gamma3® ø10x280mm x 125° was alleged of 'revision' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by the damage of the implant during the drilling by the user, which caused the weakening of the implant. The device inspection shows traces of drilling on the hole of the nail, proving that a misdrilling occured, which most likely weakened the implant. The nail should have been discarded and replaced by a new one inter-operatively. Furthermore, the non-union of the bone 10 months after implantation must have over-stressed the implant which must have accelerated its breakage. The device inspection revealed the following: the device inspection shows traces of drilling on the hole of the nail. Proving that a misdrilling occured, which most likely weakened the implant. The breakage areas show one shiny surface on one side of the bridge, which confirms that the device broke first at that level, and had the two parts rub onto each other ( thus polishing the metal). The second part of the bridge shows a clean break, showing that the device finally gave it there. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.